Manufacturer narrative:
Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef 30%, diabetes, age (B)(6), bypass procedure time120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age (B)(6), atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest in addition to the procedure itself, patient factors (female gender, advanced age (B)(6), valvular calcification, vessel calcification) likely contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, a cerebral infarction occurred during the tavr procedure. As reported by our affiliate in (B)(6), during a transaxillary tavr procedure, a 23mm sapien 3 valve was implanted in the aortic position. No balloon aortic valvuloplasty (bav) was performed prior to the valve deployment. Following the insertion of the esheath, the commander delivery system and valve were inserted slowly with resistance. Strong resistance was felt at the curvature near the bifurcation of the internal thoracic artery. When advancing the sheath and valve/delivery system, the sheath was pulled back after crossing the curvature and the delivery system could be advanced. The sapien 3 valve was deployed in a final 90:10 aortic/ventricular position with nominal volume. Post dilation was executed with nominal volume. After the removal of the devices, no vascular injury was confirmed. The patient was transferred from the operating room. Arousal of the patient was not clear in the ICU. An MRI revealed extensive cerebellar infarction. Follow-up observation was taken with infusion treatment. Aphasia developed. Although the patient was able to speak, the conversation was 'mismatched.' The patient is still hospitalized for rehabilitation. The valve remains implanted in the patient. The native annular diameter measured 24.5mm x 18.2mm with an area of 370.2 mm2. Mild native valve calcification, mild aortic root calcification and mild aortic annulus calcification were reported. The minimum luminal diameter (mld) measured 4.7mm. Mild access vessel calcification and moderate access vessel tortuosity were reported. Per medical opinion, aspiration in front of the vertebral artery anterior should have occurred when the sheath was inserted.